Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the unit cut but did not apply the staples. No reinforcement material was used. It was necessary to complete the surgery with manual suture. The case was extended by more than 30 minutes. Ther was no bleeding reported in excess of 500 cc. But the hospital stay was extended.

Manufacturer narrative:
(B)(4).